Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the batch and/or lot number you provided, p4r179, is not a valid batch and/or lot number for a ecr60w reload. The number you provided correlates to a tcr75 reload. Is the product code ecr60w the correct product code of the complaint device? If yes, do you have the correct batch and/or lot number? Or is the lot number correct and the complaint device should be a tcr75 device? Can you please clarify the device issue of "clips have been fallen down into the abdominal cavity"? Did this event occur when the reload was being loaded into the device? If yes, was the staple retaining cap not on the reload when it was placed into the device? Or did this event occur when the device was being fired? If yes, were the staples not able to be fired into the tissue? If yes, what staple formation were the staples in (unformed, malformed, etc.)? Or did the entire cartridge reload fall into the patient? If yes, was it retrieved? Response: product code was confirmed. Did this event occur when the reload was being loaded into the device? Yes. If yes, was the staple retaining cap not on the reload when it was placed into the device? No. Or did this event occur when the device was being fired? Yes. If yes, were the staples not able to be fired into the tissue?I don't undestand question . If yes, what staple formation were the staples in (unformed, malformed, etc.)? The staples was closed the staples was closed. Or did the entire cartridge reload fall into the patient? Yes. If yes, was it retrieved? Yes.

Event description:
It was reported that during an unknown procedure, the clips have been fallen down into abdominal cavity. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n56x0m. The analysis results showed that one ecr60w reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No staples were noted along of the staple line. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.